Event description:
It was reported by svc report that the rail assembly is not working correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): rail assembly.